Event description:
The customer reported via phone call that he had a blood glucose over 400 mg/dl and he had high blood glucose for 2 days. Customer declined troubleshooting and stated that he would wait and monitor the issue. Customer thinks that it is the set and it is not working the same. Customer reported that he was advised to try a different set. Customer was advised to call back if troubleshooting is needed.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.